Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a demand pm alert. No patient harm was reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint, customer requested a quote for a pm on this unit. Once they saw the quote they chose not to proceed with the pm for financial reasons. This should not be a complaint, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint, customer requested a quote for a pm on this unit. Once they saw the quote they chose not to proceed with the pm for financial reasons. This should not be a complaint, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.